Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Prior to calling tandem technical support customer changed pump supplies and resumed insulin delivery. The customer's blood glucose was 200 mg/dl at time of event.